Manufacturer narrative:
The device was returned to olympus for evaluation and the customers allegation was not confirmed. The evaluation uncovered the image became pitch black and a damaged bezel. There was no abnormality in the appearance. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the screen went black on the high-definition lcd monitor. There was no harm or user injury reported due to the event.

Manufacturer narrative:
Updated fields: b5, h4. This report is being supplemented to provide additional information based on the legal manufacturer's investigation, device history record review and additional information provided by the customer. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The exact root cause could not be determined. The investigation determined the device was on continuously for approximately one hour, but the image did not become black. Olympus will continue to monitor the field performance of this device.

Event description:
It was a routine inspection. The device was inspected, and it disappeared for a moment and arrived immediately.